Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer pushed the air bubbles out of the reservoir and the air bubbles did not move. The customer was advised to use a new reservoir and that the reservoir would be replaced and to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusion or air bubbles were noted.